Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) and right ventricular lead was repositioned. The patient status was unknown. Further information was requested but not received.